Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Unable to verify a35 alarm due to motor error alarm noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. The customer was able to clear the alarm and rewind the insulin pump. The customer stated that there was a magnetic drill in his pocket. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.